Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1051414 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1051414 , test base part number 190-430 / lot: 1051414 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1051414 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1051414 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Event description:
The customer reported conflicting results on a nasal swab with the ID now covid-19 assay. The customer reported a positive result on a nasal swab with the ID now covid-19 assay. Repeat testing was performed with the same ID now instrument and generated negative results. Repeat testing was performed on another ID now instrument and generated negative results. Per the customer, the patient was asymptomatic. There was no patient harm due to the test results. Additionally, there was no delay or impact in treatment due to test results.